Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the large brush head broke off into the scope. The detached brush was retrieved by pushing out with another hedgehog. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break. Block h10: investigation results the returned hedgehog dual-end brush was analyzed. Visual evaluation found that the brush head had separated. It was noted that the returned brush had a clean break, and no material defects or deformation was noted at the area where the device separated. No other problems were noted. The reported event was confirmed. It is possible that excessive force/torque caused the brush head to separate from the working length during cleaning. Based on all available information and analysis of the returned device, the most probable cause is unintended use error caused or contributed to event. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2023. During the scope cleaning, the large brush head broke off into the scope. The detached brush was retrieved by pushing out with another hedgehog. The scope cleaning was completed using another of the same device. There was no patient involvement in this event.